Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during the intraocular lens (iol) implant procedure, the surgeon discovered that the device was sharp edged. Additionally, they have noticed that the plunger tip was broken and a complication arose shortly afterward due to the injector. This poses a potential risk to him during the shoot and thus a possible delay in wound healing. However, the iol (intraocular lens) was implanted because the lens itself was not defective.

Manufacturer narrative:
The device was returned. The plunger lock and lens stop had been removed. Viscoelastic was observed in the device. The plunger had been retracted to the end of the tip. The returned device did not match the provided photo, which showed a plunger fully advanced outside of the device. The plunger was removed for further evaluation. Both tip flanges were damaged folded back on the plunger. The upper flange was also torn. This type of damage can occur if a plunger over or underride occurs. The lens was not returned. The plunger position in relation to the lens during advancement cannot be determined. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. It is unknown if a qualified viscoelastic was used. The root cause could not be determined. The returned device was microscopically evaluated. The lens had been delivered. The plunger tip was damaged. The upper and lower flanges were bent back. The upper flange was also torn. This type of damage can occur if there is a plunger over/underride. Plunger tips are 100 percent inspected during the manufacturing process. The extensive damage observed would not have met release criteria. It is unknown of qualified viscoelastic was used. The IFU (instructions for use): during device preparation and implantation of the preloaded delivery system, a company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use a company ovd qualified for use with the pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. The IFU instructs: take at least 7 seconds to gently fold the intra ocular lens (iol) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome. The manufacturer internal reference number is: 2026-03630